Event description:
This MDR report is based on the reclassification of a previously reviewed complaint. An illuminoss implant (size 22/13x240mm) was implanted on (B)(6) 2022 to treat a patient with a metastatic lesion on the left humerus, low on the mid-shaft, which had fractured through the lesion. The illuminoss implant balloon was prepped and implanted and it was not filling distally as the monomer was infused. The user thought that was strange and kept adding monomer trying to inflate more distally. Monomer started flowing out of the top of the balloon and a leak was suspected. The balloon was removed and monomer was aspirated out. The intramedullary canal was washed thoroughly two times. A second implant of the same size and lot number was prepped and inserted with no issues. There was 30 minutes of surgical delay and the patient outcome was good.

Manufacturer narrative:
The complaint device was returned for product evaluation. Illuminoss directed it to exponent for decontamination and for photo documentation to be performed to evaluate the state of the returned device. Device was received on (B)(6) 2022. It was observed that there was a small hole in the proximal portion of the balloon, several millimeters long. Magnified images (pages 30-34 of the exponent report) show the hole is a jagged tear where opposite edges of the tear line up. This is likely indicative of the balloon being torn on a sharp object such as a surgical instrument, a fragment of bone, or implanted hardware. A review of manufacturing records for the complaint device was performed and the device was in specification at the time of manufacture and release. All balloon assemblies in this lot passed the two leak tests performed during manufacturing, demonstrating there were no leaks present upon manufacturing release. There is no evidence manufacturing contributed to this failure. The distributor provided the following additional information about the procedure and the defective device. After removal, the leaking balloon was filled with saline and it was observed that the saline was flowing out of a tiny hole in the balloon about 1cm below where the catheter connects to the balloon. The distributor does not remember seeing anything sharp touch the balloon, the lesion was well below the balloon hole, and the bone was not sharp and fragmented. The implant was prepped and the protective sheath left on until the implant had the air removed and then the implant was placed back on the stand on the plastic backer card without the protective sheath. While the distributor did not see anything touch the implant, it is possible another instrument contacted it. During the initial balloon preparation, all the air was able to be vacuumed out of the implant and the syringe snapped back down indicating vacuum. However, the user did not experience the anticipated pressure when infusing monomer, although 3 full syringes of monomer were used. This led to user to suspect the leak. In the replacement balloon of the same size, 1.5 syringes of monomer were infused. The instructions for use 900356_w describe the steps for use as "evacuate all of the air out of the implant using 20cc syringe, with the protective tube covering the balloon, use syringe filled with monomer to prime the balloon catheter with monomer and evacuate the system of air bubbles." The manufacturers instructions are to remove the primed balloon catheter from the protective tube at the step of the procedure when implant insertion and delivery are occurring. Therefore, the device may not have been used per the instructions for use, if the user removed the protective tube too early in the device preparation steps. The distributor present in the case also communicated that after implant priming (without the protective sheath on) the implant was placed back on the or stand on top of the backer card. This can leave the implant vulnerable to damage since the protective sheath was already removed, and the device brought into contact with another surface. The distributor stated that he does not remember anything sharp touching the balloon, and the bone was not sharp or fragmented where the leak occurred, but it could be possible that another instrument contacted the implant during the time it was on the or stand without the protective cover. This use error of not leaving the protective cover on until the proper place in the procedure is discussed in the rmf. The returned product evaluation identified a tear in the balloon near the proximal end, that may indicate the balloon was torn on a sharp object. The DHR review demonstrates the implant met specification at the time of manufacture and release, and the ability of the implant to draw a vacuum during device preparation by the user suggests the implant was airtight and intact during device preparation. The distributor stated there were no bone fragments within the intramedullary canal near where the balloon hole was observed, which was confirmed with review of the provided x-rays. The x-rays also showed there was no hardware in the vicinity during device implantation. The distributor did state that the protective tubing was removed prior to balloon preparation, which is earlier in the procedure, and the implant was returned to the surgical table unprotected. As the user was never able to establish pressure during the monomer infusion process after implant placement, it is likely the balloon tore before the monomer filling step, rather than during this step. Therefore, the most likely root cause of the observed failure was a balloon tear due to the unprotected balloon contacting a sharp instrument or surface during preparation and prior to implantation causing a tear.